Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine consistently failing and they were able to reboot and restart the machine which fixed the problem, but then within hours it is back again. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was consistently failing. A field service engineer observed that all drawers had failed. A reboot temporarily resolved the issue, but the problem recurred. The fse dialed into the station using rss (remote support service) and disabled power-saving options on the network interface cards. Firewall settings were verified. The customer performed a full power cycle. No failures were reported after the reboot. The system functioned as intended after the field service engineer troubleshot the device.